Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device failed to charge energy. Complainant did not indicate that there was any patient involvement in the reported malfunction. During subsequent testing, the device displayed "defib fault 78" and "defib fault 79" messages.